Manufacturer narrative:
(B)(4) date sent: 3/18/2024 b3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk e1: reporter is unk. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60w reload was received partially fired 4/5, with the pan detached and missing. In addition, 2 double drivers missing. No functional test was performed due to the condition of the reload. The partially fired is consistent with an incomplete or interrupted cycle. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Device history review an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during an unk procedure, the device was received with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint.